Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, the device coronary sinus (cs) port set screw was attempted to be replaced and when putting it back, the edges were rounded and the set screw could not be inserted. The edges were also round on the right atrial (ra) lead set screw and the physician speculated that the ra lead may be stuck in the device header. The cs port was plugged with a pin and the device and ra lead were implanted and remain in use. It was also reported that the left ventricular (lv) lead dislodged twice; once during slitting and once during repositioning the right ventricular lead. The coronary sinus was dissected. The lv lead was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed with no anomalies found. The grommet was damaged and the set screw had a rounded socket.

Event description:
It was later reported that the device was explanted.